Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a cracked meniscus lens, distal fiber breakage, dents on distal edge, minor stain under light guide cover glass and the light transmission failure. There was no patient involvement.